Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the power management board and internal battery was found in the ventilator's downloaded error log. The estimate was rejected and the device scrapped per the customer request.